Event description:
The customer reported that the insulin pump delivered into her body while sleeping a bolus of 6 units. The blood glucose reading at the time of call was 194 mg/dl. The customer also mentioned having trouble with the sensor. Advised the customer that she needs to eat and to call back to troubleshoot. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.